Event description:
A trilogy evo, USA ventilator was returned due to the loaner returned for end of contract. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the trilogy evo, USA device at a third-party service center it was documented that the test specified in the service manual could not be performed because the screen was damaged. The damage to the device's display affects legibility when device is turned on. There is no documentation of what component would need to be replaced. No repair was performed. The device was processed as scrap.